Manufacturer narrative:
Outcomes attributed to adverse events: oral antibiotics -keflex. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient device was exposed and infected. It was reported that there was pain to the touch, pimple developed and opened. There was a sudden change in therapy/symptoms. The patient reported still taking keflex (oral antibiotics). She also stated using derma skin to keep it dry. It was noted that it took a week for the anesthesia to clear her system. Additionally, the patient mentioned pain in the front right thigh and it was nephritis and there was nothing that she could take for it. Further information received indicated that the device was explanted and the issue was resolved. The patient status at the time of this report was alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.